Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication with the customer, livanova (B)(4) learned that the device was cleaned according to the instructions for use (IFU). The device was placed inside the operation theater approximately 5 meters from the operation table with the fan exhaust directed towards the wall. Water test results were provided confirming the contamination. The device has been returned to livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated following installation of the vacuum system upgrade on the unit. There is no known patient involvement.

Manufacturer narrative:
Serial number received (B)(4). As the serial number is now known the manufacturing date could be evaluated. (06/21/2016).